Event description:
New one. Attached connector to the laser. Checked the handpiece. Turned on aiming beam. Nurse found aiming beam very weak. This information is documented as reported to trimedyne.

Manufacturer narrative:
The manufacturer completed all of the information on this form. (B)(6) material separation. (B)(.